Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.